Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the insulin pump had insulin flow block alarm. The blood glucose level was 326 mg/dl at the time of incident. Customer stated that insulin did not exit. The insulin pump will not be returned for analysis.